Event description:
The customer reported a motor error alarm after priming. Troubleshooting was performed, and the insulin pump did not pass the displacement test. The insulin pump alarmed no delivery. Advised the customer that the insulin pump would be replaced. Nothing further was replaced.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.